Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 07/18/2019. Bd has updated the awareness date to july 18, 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with. The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. As part of CAPA 54720, we sourced bd vacutainer® glucose tube 2.0 ml (368520) which were sterilized at nominal (~25.3 kgy) and maximum dose levels (~37.1 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® glucose tube 2.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals." 5 occurrences were reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with. The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. As part of CAPA (B)(4), we sourced bd vacutainer® glucose tube 2.0 ml (368520) which were sterilized at nominal (~25.3 kgy) and maximum dose levels (~37.1 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® glucose tube 2.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals." 5 occurrences were reported.